Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia, hypotension and lightheadedness. The right atrial (ra) lead exhibited intermittent atrial under sensing and low p waves. Also it was reported that there was unnecessary atrial pacing. The patient felt that the device wasn't working appropriately. The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.